Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose(bg) level. Cause of the high bg was unknown, and a specific value was not provided. Customer required assistance from a healthcare professional, and delivered a correctional bolus to address their high bg. No additional information was provided. Customer declined further troubleshooting.